Manufacturer narrative:
Result of investigation: as the broken surface shows a ductile appearance, which indicates a break by force as well as the bent rods, it is most likely that the electrode got mechanically overloaded during application. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the leg of the device broke, and the sling spiked away. No harm to patient, user or third occurred. Since the customer reported that the product could have remained in patients' body, it is assumed that the device broke inside the patient.

Event description:
It was reported that new information was received. It was confirmed that the device broke off inside the patient which caused a delay of under 15mins. It was also confirmed that the broken off part was retrieved. No adverse consequences for the patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).